Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue. The customer was contacted by a medela clinician on 02/06/17 and it was confirmed that she received a prescription ointment and the yeast was resolved for mom. It cannot be definitively concluded that the pump caused or contributed to the customer¿s yeast infection. Reported issues of yeast infections are under investigation in (B)(4). The product was received on 02/07/17. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event.

Event description:
The customer reported on (B)(6) 2017 that she had a yeast infection. The customer saw a doctor and was prescribed an ointment. She has been trying to pump and has not been able to get any milk out.